Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. Customer's mother stated the insulin exited. Customer was explained that there may be possible site related issue or site/set occlusion. Customer was advised to change the entire infusion set. Customer was advised that we will send replacement pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with lantis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms or unexpected low battery alert alarms noted. Insulin pump was programmed with test minilink and the glucose sensor simulator. It communicated properly with glucose sensor simulator and displays the test 100 mg/dl value properly on display graph. It was also programmed with test glucose meter. Pump communicated properly and recorded the 130 mg/dl value properly from glucose meter. The threshold suspend, low predict, and the low alarm features are working properly. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted during physical inspection.